Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated on-site by a field service technician. During on-site evaluation, visual inspection and functional testing were performed. The reported condition of a non-functional channel 1 was confirmed during device evaluation as a broken door assembly and damaged latch roller. The cause was not determined. The entire door assembly, including the latch roller, were replaced to correct the reported condition. The device was returned to the customer in good working condition.

Event description:
It was reported that a flogard infusion pump's channel 1 was not functioning. There was no patient involvement. No additional information is available.